Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer unintentionally delivered a large dose of insulin via a bolus and blood glucose (bg) decreased to 22 mg/dl. The customer consumed carbohydrates in an attempt to resolve the issue. On (B)(6) 2017, the customer was hospitalized and treated with glucose drip. The customer was discharged on (B)(6) 2017 with no permanent damage and the issue resolved. Reportedly, due to the user error, the contact requested assistance with settings up a feature lock. Tandem technical support assisted the contact with successfully adjusting the desire settings.